Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 589 mg/dl. Reportedly, the customer was using cold insulin. Tandem technical support educated the customer on insulin labeling. Reportedly, due to the elevated bg, emergency medical technicians were called to aid in administering correction injections to address the bg. Recommendation was made to consult a healthcare provider in regards to diabetes management.